Manufacturer narrative:
G4:07dec2020. B4:24mar2021. The biomedical engineer replaced the solenoid to address the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 19oct2020.

Event description:
The customer reported that the unit failed with proximal pressure sensor auto zero failed. The customer contacted product support and was advised to replace solenoid 3 & 4. The customer reported that the unit was not in use on a patient.